Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through accuracy testing. The probable root cause could not be determined. It was additionally found that the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.

Event description:
It was reported that during testing the 20 mg volume test; the device delivered 15.29 mg on the first attempt and 14 mg on the second attempt. This under infusion occurred with no patient involvement.